Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 07-mar-2023. The device evaluation was completed on (B)(6) 2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material and a hole in the pebax. The magnetic and force features were tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The blood found inside the pebax area may have contributed to the force and magnetic issue. A manufacturing record evaluation was performed for the finished device 30960819l number, and no internal action was found during the review. The issue reported by the customer was confirmed. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) and atrial flutter (right) cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a reddish material and a hole in the pebax. Initially, it was reported that there were high force readings displayed on the carto 3 system. The biosense webster inc. (Bwi) representative stated that error 443 (patch 3: severe magnetic distortion.) Was displayed on the carto 3 system. There was an icon displayed on the carto 3 system indicating that the catheter was interacting with another catheter. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. Replacement catheter requested no adverse patient consequences were reported. The force issue, as well as the magnetic sensor error issue are not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found a reddish material and a hole in the pebax. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is (B)(6) 2023.